Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injurythis issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a devices's sound abatement foam. Upon further review, the patient reported underlying health condition of history of myocardial infarction or cardiac arrest.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged to experiencing a burning rubber odor, noticed black particles, and device non-functional. There was no report of serious patient harm or injury. The device was returned to the product investigation laboratory for further evaluation. The device was evaluated. The internal and external aspect of the device was inspected. Exterior investigation: there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust and fiber contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. The manufacturer notes that there are mineral deposits present on the motor casing and blower box housing suggesting unknown liquid ingress that would also account for the whining noise produced when the device was powered on. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is a wax-like substance located on the blower box housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer is unable to directly address the symptoms outlined in the complaint. The manufacturer cannot confirm the odor nuisance. A possible reason for the odor nuisance experienced by end user was the liquid ingress. The manufacturer can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. The manufacturer can confirm the presence of contamination in the airpath.